Event description:
It was reported that a novum iq large volume pump did not infuse heparin during patient therapy in the cardiovascular intensive care unit (cvicu). The pump was programmed to infuse heparin at the prescribed rate (rate not provided), however no medication infused into the patient. The new bag had been hung at the start of the shift with settings and medication verified by 2 nurses. The afternoon anti-xa result was much less than the previous result. Labs were redrawn and result was again subtherapeutic. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log was reviewed which showed the exact parameters were not provided, however, an infusion of heparin was identified on the event date at a vtbi of 490ml and a rate that was most recently programmed at 10.3 ml/hour on the previous infusion on the previous date. Several downstream occlusion alarms occurred during this infusion. The pump was placed in standby mode on the event date several times for approximately 15 minutes and 1 hour respectively. A secondary infusion was not programmed in association with this event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.